Manufacturer narrative:
H3: one device was received for analysis. Service history review found there was no indication that the complaint was related to a service of the device within the 12-month period. The customer reported issue of cassette attachment error was confirmed through the occlusion test and 50ml cassette test. The event history log review identified a "cassette not attached properly error." The root cause of the issue was unknown; however, the downstream occlusion (dso) sensor was replaced. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for cassette not attached error, during device evaluation, the cassette not attached properly error was confirmed in the event history log. There was no patient involvement.